Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer number: 3006705815-2022-16264. It was reported that one of the patient's leads had migrated. The issue was confirmed via x-rays. As a result, surgical intervention occurred wherein a successful lead revision was completed. No product was removed. Effective therapy was established post procedure.